Manufacturer narrative:
Event summary: the patient data files were not returned for this case. Upon visual inspection of flexcath sheath 4fc12 / 83529-085, results showed the device was intact with no apparent issues. Air aspiration was reproduced when the arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported aspiration issues were confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sheath was unable to be cleared with the balloon in it during aspiration ¿of air bubbles¿, and that the ¿vacuum was on balloon¿. The balloon catheter and sheath were replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event. (B)(6) 2017, the sheath subsequently tested out of specification per the manufacturer's investigation.